Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient ipg displayed zero impedances on all contacts prior to an elective ipg replacement procedure. As a result, the ipg was explanted and replaced.

Event description:
Additional information obtained identified therapy was resolved.